Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the screen got froze and the sensor stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer did receive a calibration not accepted alert and change sensor alert. Customer declined for troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.